Event description:
It was reported that this patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) experienced cardiac arrest that was not rescued by this subcutaneous implantable cardioverter defibrillator (s-ICD). This patient was transported to the hospital, arrived in full cardiac arrest with cardiopulmonary resuscitation in progress. A cardioversion was attempted once in the field along with epinephrine administered. This patient was unconscious and unresponsive. At the hospital this patient was intubated in the intensive care unit and was in a coma. The following morning upon physical examination they had left upper extremity swelling and edema. A bedside ultrasound was performed which is pending. An echocardiogram was performed which revealed an ejection fraction of around ten percent with a possible presence of left ventricular (lv) lead thrombus at the apex. The cardiology team were consulted, and additional medication was prescribed. This patient neurological status was concerning, and it was though this patient could benefit from extracorporeal membrane oxygenation (ECMO). Upon interrogation the health care professional (hcp) observed a red screen noting end of life (eol). Technical services (ts) reviewed noting device corruption symptoms are observed and low impedance was observed since a few months prior. Device diagnostic data was unable to be retrieved including episodes with unusual state. This s-ICD was unable to perform automatic setup due to an impedance timeout condition, representing a possible electrical damage condition with the device, and the system was not fully optimized. A request was made to have data from this device analyzed. Data analysis confirmed that this device underwent some kind of event that led to widespread memory corruption. This could be due to a multitude of reasons. There are indications that the high voltage charging does time out but the device data cannot be certain with the device in this state. Ts recommended device replacement. Imaging was performed which was unremarkable. The electrode appeared in its original location, and this s-ICD seemed to be in similar location. A patient had observed a jumping response that could possibly have been the s-ICD therapy at the family event this patient was attending. Then, it seemed as though the patients condition was improving and there are talks about a possible heart transplant. Ts recommended system explant and to return this system for analysis. This patients previous s-ICD system was implanted subcutaneous, and this current s-ICD system is implant intermuscular. The field representative asked if a magnetic resonance imaging (MRI) could be performed while this s-ic is at eol in which ts noted this would be off label as there is no MRI protection mode when at eol. Currently, this s-ICD system remains implanted. No additional adverse patient effects were reported. Additional information was received that this s-ICD was explanted and replaced with a transvenous device system, which remains in service. A return request is being sent to the field. No additional adverse patient effects were reported.

Manufacturer narrative:
Device memory analysis identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The cause of the memory inconsistency was not able to be determined but was likely the result of a single event upset caused by high energy particles in the environment. These particles typically arise from therapeutic ionizing radiation, naturally occurring high energy particles/cosmic rays, or radioactive decaying materials. In most cases the s-ICD is able to detect and self-correct to maintain primary operation. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of device displays error message was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Good faith effort attempts were made to try and retrieve the device, however the hospital kept the device. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause traced to device design.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) experienced cardiac arrest that was not rescued by this subcutaneous implantable cardioverter defibrillator (s-ICD). This patient was transported to the hospital, arrived in full cardiac arrest with cardiopulmonary resuscitation in progress. A cardioversion was attempted once in the field along with epinephrine administered. This patient was unconscious and unresponsive. At the hospital this patient was intubated in the intensive care unit and was in a coma. The following morning upon physical examination they had left upper extremity swelling and edema. A bedside ultrasound was performed which is pending. An echocardiogram was performed which revealed an ejection fraction of around ten percent with a possible presence of left ventricular (lv) lead thrombus at the apex. The cardiology team were consulted, and additional medication was prescribed. This patient neurological status was concerning, and it was though this patient could benefit from extracorporeal membrane oxygenation (ECMO). Upon interrogation the health care professional (hcp) observed a red screen noting end of life (eol). Technical services (ts) reviewed noting device corruption symptoms are observed and low impedance was observed since a few months prior. Device diagnostic data was unable to be retrieved including episodes with unusual state. This s-ICD was unable to perform automatic setup due to an impedance timeout condition, representing a possible electrical damage condition with the device, and the system was not fully optimized. A request was made to have data from this device analyzed. Data analysis confirmed that this device underwent some kind of event that led to widespread memory corruption. This could be due to a multitude of reasons. There are indications that the high voltage charging does time out but the device data cannot be certain with the device in this state. Ts recommended device replacement. Imaging was performed which was unremarkable. The electrode appeared in its original location, and this s-ICD seemed to be in similar location. A patient had observed a jumping response that could possibly have been the s-ICD therapy at the family event this patient was attending. Then, it seemed as though the patients condition was improving and there are talks about a possible heart transplant. Ts recommended system explant and to return this system for analysis. This patients previous s-ICD system was implanted subcutaneous, and this current s-ICD system is implant intermuscular. The field representative asked if a magnetic resonance imaging (MRI) could be performed while this s-ic is at eol in which ts noted this would be off label as there is no MRI protection mode when at eol. Currently, this s-ICD system remains implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) experienced cardiac arrest that was not rescued by this subcutaneous implantable cardioverter defibrillator (s-ICD). This patient was transported to the hospital, arrived in full cardiac arrest with cardiopulmonary resuscitation in progress. A cardioversion was attempted once in the field along with epinephrine administered. This patient was unconscious and unresponsive. At the hospital this patient was intubated in the intensive care unit and was in a coma. The following morning upon physical examination they had left upper extremity swelling and edema. A bedside ultrasound was performed which is pending. An echocardiogram was performed which revealed an ejection fraction of around ten percent with a possible presence of left ventricular (lv) lead thrombus at the apex. The cardiology team were consulted, and additional medication was prescribed. This patient neurological status was concerning, and it was though this patient could benefit from extracorporeal membrane oxygenation (ECMO). Upon interrogation the health care professional (hcp) observed a red screen noting end of life (eol). Technical services (ts) reviewed noting device corruption symptoms are observed and low impedance was observed since a few months prior. Device diagnostic data was unable to be retrieved including episodes with unusual state. This s-ICD was unable to perform automatic setup due to an impedance timeout condition, representing a possible electrical damage condition with the device, and the system was not fully optimized. A request was made to have data from this device analyzed. Data analysis confirmed that this device underwent some kind of event that led to widespread memory corruption. This could be due to a multitude of reasons. There are indications that the high voltage charging does time out but the device data cannot be certain with the device in this state. Ts recommended device replacement. Imaging was performed which was unremarkable. The electrode appeared in its original location, and this s-ICD seemed to be in similar location. A patient had observed a jumping response that could possibly have been the s-ICD therapy at the family event this patient was attending. Then, it seemed as though the patients condition was improving and there are talks about a possible heart transplant. Ts recommended system explant and to return this system for analysis. This patients previous s-ICD system was implanted subcutaneous, and this current s-ICD system is implant intermuscular. The field representative asked if a magnetic resonance imaging (MRI) could be performed while this s-ic is at eol in which ts noted this would be off label as there is no MRI protection mode when at eol. Currently, this s-ICD system remains implanted. No additional adverse patient effects were reported. Additional information was received that this s-ICD was explanted and replaced with a transvenous device system, which remains in service. A return request is being sent to the field. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.